Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (mdl no. (B)(4) case (B)(4) lk is associated with this case. It was reported via legal documentation that approximately 179 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, daily pain, discomfort; swelling; gait impairment; poor balance; component part loosening; soft tissue damage; bone loss; bone damage; limited daily activities; impacted quality of life; cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; pain and suffering . No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reported prosthesis wear cannot be confirmed as the devices have not been revised but could have been the result of over 14 years of use. The reason for the legal filing may have been due to the inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations could not be assessed as the devices remain implanted and no images, radiographs, or relevant product information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.